Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The insulin concentration and programming were correct. However, the bolus history showed that the customer bolused couple times a day. Advised customer to speak with the doctor or nurse to review the proper way to bolus. In addition, a fixed prime test was completed and insulin exited. Instructed customer to call back to perform the high-pressure test when clamp arrives.